Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet left atrial appendage occluder was selected for implant using a 14f amplatzer steerable delivery sheath to close the left atrial appendage. The dimensions of the defect were confirmed by transesophageal echocardiogram (tee) and angiography measurements. During procedure, the device was successfully implanted using the steerable sheath. The patient and device were both stable post procedure. 28 hours post-procedure on (B)(6) 2022, it was reported that the device had embolized to the mitral valve as seen on transthoracic echocardiogram (tte). The patient was emergently sent to the cardiovascular operating room to recapture the device in open heart surgery. The device was successfully retrieved and explanted on (B)(6) 2022. There was a hospitalization due to this event. The patient was reported as stable post-surgery.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Subsequent to the previously filed report, additional information was received: the device embolization was discovered on the routine post-implant echocardiogram that was conducted prior to discharge. The patient was not discharged home prior to explant. It was unknown whether the patient had any symptoms.